Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-07361, 2134265-2009-07363. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 90% stenosed lesion was located in a severely calcified and severely tortuous proximal to mid right coronary artery (rca). The physician attempted to cross the lesion with a pt2 ms guidewire as well as two non bsc guidewires, but could not cross the lesion. The lesion was predilated with a 2.0x15mm non bsc balloon to 16 atms for 18 seconds, two times. A 2.75x12mm quantum maverick balloon was then used for predilation and dilated to 20 atms for 25 seconds, 4 times. After predilation, the physician noted a dissection in the distal to mid rca. The mid rca was treated with a non bsc balloon and an unk stent was implanted in the proximal rca. The proximal rca to ostium was predilated with a 3.0x10mm non bsc balloon to 10 atms for 16 seconds, three times. A 3.5x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 12 atms for 16 seconds. The stent was post dilated with the delivery system balloon to 12 atms, twice. On the second inflation, the balloon ruptured. When the physician attempted to remove the burst balloon, resistance was felt. The guide was deep seated in an attempt to remove the delivery system balloon. After several attempts, including attempting to cross the lesion with an unk guidewire, the physician still could not remove the balloon. The physician pushed the stent delivery system into the aortic valve and the stent delivery system "tore." The pt was sent to emergent surgery to perform a CABG for the remaining stenosis in the mid rca and retrieve the stent delivery system in the aorta. During the surgical procedure, the "torn" delivery system was successfully removed. No further pt injuries or complications occurred. Pt's status is satisfactory.